Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was no activity related to complaint observed in the black box or pump histories. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no alarms occurring. An occlusion was induced and pump emitted the appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. "The pump reportedly did not alarm when it was hard to push forward the insulin." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.